Event description:
The customer reported a failure to charge during a patient event. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported a failure to charge during a patient event. There was no negative patient impact. The hospital biomedical engineer performed the device evaluation. There were no errors in the status log. He could not reproduce the reported symptom, but reported that the battery had been charged for several hours before he evaluated it. The device passed all his testing. He noted that the involved battery was 6 years old and he reported that the staff left the device on battery only for too long just prior to the event. No electronic file was available for review. The hospital biomedical engineer replaced the battery to resolve the symptom. After passing all testing the device was returned to use. During a phone call on (B)(4) 2013, the biomed stated that he has had no further issues with this defibrillator. The biomed stated that the event was the result of an old battery and a use issue related to charging/maintenance of the battery.